Event description:
On (B)(6) 2025, a patient (pt) in brazil called to report a diagnosis of corneal ulcer (affected eye unknown) ¿about 7 years ago.¿ the pt reported symptoms of discomfort ¿like sand in the eyes,¿ discharge, redness, pain and irritation. The pt visited an eye care professional (ecp) who diagnosed a corneal ulcer due to ¿cl wear.¿ the pt could not recall which eye was affected and the location of the corneal ulcer on the cornea is also unknown. The pt was prescribed an unknown antibiotic to use twice daily (bid), reported the eye was better after 3 to 4 days using the medication, then returned to cl wear. The pt could not provide the treating ecp name, or any additional details related to the event. The pt could not recall which contact lens (cl) brand was worn at the time of the event. The pt reported wearing an unknown acuvue brand cl and also reported wearing other cl brands as well. The pt reported a 2-month replacement schedule with daily wear and used purilens to clean the cls. This corneal ulcer will be reported as a unconfirmed event as we are unable to verify the diagnosis and treatment with the pt¿s treating ecp. The date of the event will be reported as 01jan2018 as the exact event date is unknown. The event will be reported as an unknown acuvue brand as the pt could not recall which acuvue brand was worn at the time. The suspect lot number is unknown. The suspect cl product was discarded. No additional evaluation can be conducted. No additional information has been provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.